Manufacturer narrative:
The sapien 3 valve, commander delivery system and esheath were not returned to edwards lifesciences for evaluation. Without the devices, visual inspection, functional testing and dimensional analysis could not be performed. No applicable case imagery or device photographs were provided for review. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed one other similar complaint were found. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The device procedural training manual provides instructions for delivery system removal. Factors that can assist with delivery system removal are as follows: completely unflex the delivery system, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, and maintain guidewire position in the aorta. A patient injury could occur if the delivery system is not completely unflexed prior to removal. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were not able to be confirmed due to the unavailability of the devices and applicable case imagery. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of DHR, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. As reported, 'despite pre-expansion with 12mm balloon, the first valve cannot be brought through the ias (interatrial septum). The retraction of the valve and complete salvage of the system, therefore the sheath, delivery system and valve were not possible retrieved in one unit. The surgeon did a cut down to remove the systems.' As mentioned in the description after the expansion of the septum with a 14mm balloon, the delivery system was not able to cross the septal wall. It is possible that in the first attempt of crossing the interatrial septum, the septal wall was not dilated large enough to allow the passage of 29mm commander delivery system. Additionally, in attempts to re-dilate the septal wall, a cut down was needed to remove both sheath and delivery system due to the user's inability to withdraw the devices. It is possible that procedural factors such as non-coaxial retrieval of the delivery system or patient factors such as tortuous vessel or the presence of calcification may have contributed to the reported withdrawal difficulties. Although a definite root cause was not able to be determined, available information suggests patient factors (calcification, tortuosity). In addition to procedural factors (under expanded septal wall, non-coaxial withdrawal) may have contributed to the reported withdrawal difficulties and surgical removal of the devices. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action is required at this time. Control limits are assessed on a monthly basis.

Manufacturer narrative:
Additional information received indicated the patient had a pre-existing non-edwards surgical mitral valve present at the time of the mitral repair procedure. This information does not affect the conclusion of the investigation of the event.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), withdrawal difficulties were encountered during the removal of a sapien 3 valve, commander delivery system and esheath. A cutdown was performed to remove the devices. As reported, during an antegrade transeptal mitral valve replacement (tmvr) procedure, despite pre-expansion of the interatrial septum (ias), a 29mm sapien 3 valve was not able to be brought through the ias. Difficulties were encountered during the retraction of the devices, and it was not possible to retrieve them as one unit. The surgeon did a cut down to remove the system. New devices were prepared. A new dilatation of the ias with a larger balloon was performed. The new valve was successfully implanted. After valve implant, the atrial septal defect (asd) was crossed and an asd occluder was implanted. At the time of the report, the patient was doing well and has been discharged. The valve remains implanted in the patient.